Event description:
It was reported that the unit had a temperature high error for the blower (error code 1122). It was reported that the unit was in use at the time of the event, the unit was then removed from service. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that the unit gave a high blower temperature error while in use. The customer stated the unit had an error code 1122. The remote support engineer (rse) informed the customer to inspect the following: verify that the air inlet filter was not dirty or blocked; verify that the cooling fan was operational. The customer confirmed that the filters and fan were good. The rse informed the customer that the manufacturer¿s recommendation was to replace the blower assembly. During follow up, the rse recommended replacement of the blower assembly and motor controller pcba. A field service engineer (fse) was dispatched and determined that the blower assembly required replacement. Further information is pending.

Manufacturer narrative:
The field service engineer replaced the blower assembly. The system meets the specification for the performed service and is returned to use.